Manufacturer narrative:
On 6-apr-2023, bwi received additional information indicating that the catalog number and lot number of the complaint device. The device is a thermocool® smart touch® sf bi-directional navigation catheter. The d-section fields have been updated accordingly within this complaint. The physician considered that the products were hardly a causal reason for the adverse event but the cause is unclear. The physician commented there was a possibility that the tissue was damaged when the patient was intubated. Postoperative observation was performed, but no intervention was performed because the patient's condition was stable and there were no problems. The patient recovered and was discharged. Patient did not require extended hospitalization because of the adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(6).

Event description:
It was reported that a patient underwent an isvt ablation procedure with a unknown smart touch bidirectional sf catheter. The patient experienced bleeding. It was reported that during the procedure, the physician confirmed that brown blood was leaking from the patient's mouth. Since the esophageal catheter had been also inserted from the same site, the physician considered it to be an abnormality of the esophagus or the stomach, and the procedure was discontinued. Pvi and de-fragment were performed. The esophageal sensor alert did not occur frequently at the time of the ablation at the posterior wall of the left atrium. After that, the ablation was conducted at the inferior wall. The temperature sensor might not have been covered. Vital and saturation were stable throughout. Since the cause was unclear, the patient was followed up. Timing when complaints occurred was during the procedure. Version information: v 7.1.80.33 the physician's opinions on the relationship between the event and the product was that defects of the product are unlikely. There was a slight possibility that the ablation of the inferior wall of the left atrium affected the adverse event. There were no abnormalities observed prior to and during use of the product. Soundstar, stsf, pentaray and vizigo was used. The adverse event was discovered during use of biosense webster products. The physician considered that the products were hardly a causal reason but the cause is unclear. There was a slight possibility that the ablation of the inferior wall of the left atrium affected the adverse event. Additional information- the combined bw products are listed below. All items below are non-returnable. Irrigation tube (ref: sat001, lot:ac7629522), stsf (ref: d134805, lot: 30922840l), reference patch (ref: crefp6, lot: ll024346), pentaray (ref: d128211, lot: 30932205l), sound star (ref: 10439236, lot: 231222), and vizigo (ref: d138501, lot: 00002153). [Relevant tests/laboratory data]: no additional postoperative examination was performed. There were no postoperative symptoms, and the patient was discharged from the hospital with an unknown cause although observation. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.

Manufacturer narrative:
On 9-jun-2023, the product investigation was updated to include the manufacturer record evaluation. A manufacturing record evaluation was performed for the finished device 30922840l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).